Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the observed foreign material found to be clogging the nozzle could not be identified and the root cause of the issue could not be determined, as there was no physical damage observed that might result in the retention of foreign material and it was confirmed that the device reprocessing was performed in accordance to the IFU. The event can be detected/prevented by following the instructions for use which state: ¿chapter 3 preparation and inspection 3.3 inspection of the endoscope and 3.8 inspection of the function in combination with related equipment". ¿inspection of the entire endoscope¿ ¿8. Visually confirm that there are no abnormal protrusions, dents, or deformations in the air/water nozzle at the tip of the endoscope¿. ¿inspection of objective lens surface cleaning function¿ ¿when using the spray button¿ ¿(a) inspection of water supply 1. Cover the spray button hole with your finger. 2. With the hole covered, push the button all the way in (two-step push). Ensure that water flows across the endoscopic image. (B) spray inspection 1. Cover the spray button hole with your finger. 2. With the hole blocked, push the button all the way to the end (single push). Confirm that a mist of water is sprayed across the endoscopic image¿. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
During inspection and testing, foreign material found in the nozzle was suspected to be due to insufficient cleaning of the device. The reported issue (wrinkles near 78cm) was confirmed. It was observed, the connecting tube was wrinkled. Additional events were found during evaluation and are as follows: there was play in the up/down knob; due to wear of the angulation wire. The connecting tube was dented, the forceps channel port was shaved, the control unit was discolored, the scope connector was dirty; due to water leakage. The adhesive on the bending section cover was chipped, the image guide protector was cut, and the connecting tube was discolored. Scratches were observed, on the plastic distal end cover. The objective lens, the scope connector cover, the lock engagement lever, the lock engagement knob, the up/down knob, the connecting tube, the right/left knob, the switch box, the scope cover, the scope connector, the universal cord, the grip, and the control unit. Prior to returning the device, the customer confirmed the following about the reprocessing of the device: (a.) The customer cleaned, disinfected, and sterilized the product before sending it to olympus. (B.) There was no delay in the start of precleaning. (C.) The customer flushed the air/water nozzle with water and air. (D.) The customer identified abnormalities in the accessories used for reprocessing. (E.) The customer did not immerse the endoscope in the detergent solution. (F.) The customer wiped/brushed the air/water nozzle with clean lint-free cloths, brushes, or sponges. (G.) The customer flushed the air/water nozzle with the detergent solution. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis lucera elite gastrointestinal videoscope had wrinkles near 78cm. It is unknown when the event was found. There was no reports of health hazard to the patient or user of the device. The subject device was subsequently evaluated by olympus, and detected a defect during estimate. Foreign matter was found in the nozzle. This medical device report (MDR) is being submitted to capture the reportable malfunction found during the evaluation.